Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-12540 suture retrievers jaw broke and will no longer open or close. This occurred during a case, with no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-12540 -suture retriever 3.4mm serial/batch number (B)(6) was received for investigation. Functional testing found that the device does not function as required. For example, the jaw doesn't move when the finger is powered. Visual evaluation found that the actuator is broken. The cause remains undetermined.